Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty, a balloon ruptured. The 99% stenosed lesion was located in the calcified and moderately tortuous superficial femoral artery. The physician attempted to predilate the lesion using the sterling monorail balloon catheter, however, after the first inflation to an unknown atm, the balloon ruptured. The procedure was successfully completed with another of the same device. No post-procedure complications were noted and the patient's status was reported as "no problem."